Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for infection at the midline incision. The patient was hospitalized, and intravenous antibiotics were administered to resolve the reported event.